Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the numbers were good post-implant. After the patient returned to his room, there was an auto-polarity switch with no capture, and high impedance of 3099 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.